Event description:
As reported by a end user hospital in (B)(6), a valved PICC was placed on (B)(6) 2015 and was functioning well. It was removed and replaced on (B)(6) 2015 because of valve bleedback. No complications to the patient resulted from this event. The used catheter as been returned to navilyst medical for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical february 2015 complaint report was reviewed for he bioflo product family and the failure mode "blood back up in valve/extension tubing." No adverse trends were identified. The returned sample was visually inspected under a microscope which showed that the slit in the valve disc was present and properly positioned. No defects to the device were noted. The catheter was flushed, without difficulty, using a 10ml syringe, confirming patency. An 0.018" guidewire was also ale to be inserted through the lumen without resistance. When the catheter was primed, and the distal end clamped off, an attempted to inject fluid was unsuccessful, and the catheter did not leak. The infusion and aspiration pressures of the two valves were measured per navilyst medical procedures, adn found to meet specification. The end user's report of blood back up was unable to be confirmed, as the returned sample was evaluated and found to be visually and functionally acceptable. Although a definitive root cause for their event is unable to be determined, it is possible that the end user did not secure the end cap during routine maintenance/catheter care as described in the directions for use. Navilyst medical manufacturing process controls for the valved bioflo PICC device include 100% visual inspection for damage or defects and a guidewire insertion test to verify lumen patency. Additionally, all catheters are sprint leak tested to ensure they do not leak. Catheter valves are subjected to visual inspection to verify that the discs are centered within the valves. Aspiration and infusion testing is also performed to ensure that the valve both opens and closes under defined amounts fo pressure. The directions for use packaged with catheter provides guidelines for the preferred method of blood sampling. (B)(4).